Manufacturer narrative:
This case involves the off-label use of the ifuse implant. This is a conservative filing. This report does not indicate a product failure or malfunction and it does not indicate that the device was out of specification. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant of unknown size.

Event description:
This is a removal of an ifuse implant that was used off-label to fuse the talocalcaneal joint of the patient. The ifuse implant system is only indicated for si joint fusion. The surgeon and date of the surgery for the index procedure is not known. The patient complained of foot pain. A different surgeon removed the implant and packed the hole with bone graft and added screws.